Manufacturer narrative:
The event of no stimulation & leads unable to be removed was reported to abbott. The patient was experiencing no stimulation from their scs leads. Surgical intervention occurred but the leads were unable to be explanted due to scar tissue. The ipg was explanted due to becoming inoperable. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-02500. It was reported that the patient was experiencing no stimulation from their scs leads. Surgical intervention occurred but the leads were unable to be explanted due to scar tissue.